Event description:
A user facility nurse reported that a dialyzer blood leak occurred approximately forty minutes after the start of treatment. The blood leak was reported to be external. The blood leak (as described) was coming from the connection of the header/end-cap to the body of the device, as depicted in a provided diagram. No alarm occurred. The machine in use was a fresenius 5008. Fresenius bloodlines were also in use. There appeared to be a break (or gap) at the factory-sealed section separating the blood compartment and the dialysate compartment. The patient¿s blood was unable to be reinfused due to the severity of the leak. Estimated blood loss (ebl) due to the leak was >400 ml. There was no report of any serious patient injury or harm due to the event. The patient was re-setup with new supplies on a different machine to continue their treatment. The treatment was ultimately cut short by approximately ten to fifteen minutes. The sample was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.